Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the fuses resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the mobile viewing station (mvs) would not power on after already using the system to perform two spins. The procedure was completed without the use of navigation and imaging. There was no reported impact to patient outcome. There was a delay of less than 1 hour.